Event description:
It was reported that a pump declared a cartridge change error about two weeks ago. There was no impact causing the customer¿s blood glucose level to exceed 500 mg/dl. The customer filled a new cartridge, resumed insulin deliveries on the pump.